Event description:
It was reported that the patient line of an integrated apd set with cassette inadvertently became disconnected from the transfer set. This occurred during day dwell on the homechoice (hc) machine and after the home patient (hp) disconnected aseptically and reconnected. The technical service representative (tsr) assisted the hp in closing the clamps, cycling the power on the hc device, ending therapy, and removing the supplies. The tsr advised the hp to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An issue indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.